Event description:
The complainant reported that during the therapeutic ecd procedure on a patient (age and gender unk), a black piece from the cre catheter apparently became dislodged and was retained in the pentax model 2930 scope. The complainant reported that the clinicians did not encounter any resistance in either the advancement or the withdrawal of the device during the procedure. At the conclusion of the procedure, the clincians were unaware that a black piece of the catheter remained in the scope. It was reported that a brush was then used to clean the scope following the procedure. Two subsequent egd procedures were performed on two different patients, using the same scope. At the conclusion of the thrid patient procedure using this same pentax model 2930 scope, the black piece from the cre catheter used on the first patient became dislodged from the scope and was deposited in this third patient's stomach. After the discovery of the plastic piece that was deposited in the third patient, the clinicians retrieved the balloon used on the first patient, and noticed that there was a piece missing from the cre catheter. The patient involved in the first procedure was then tested for any infectious disease. In addition, the second and third patients were also tested for any infectious disease. There has been no indication from the complainant that any infectious disease was identified in any of the three patients involved in this event.